Event description:
Boston scientific received information that during a routine implant procedure, this chronic right atrial (ra) lead was found to be coiled beneath the device. This lead was successfully explanted and replaced. Technical services discussed possible twiddler's syndrome indications, however, the cause of the dislodgement was unknown. No adverse patient effects were reported during the procedure.